Event description:
It was reported that during implant, the physician felt the catheter length was too short, and needs to be longer. The lead was implanted successfully, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.